Manufacturer narrative:
(B)(4). This lot was manufactured on june 7, 2014 to june 9, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particle, approximately 1.20 mm in size, floating in the fluid in the reservoir. A fourier transform infrared spectroscopy scan identified the particle to be acrylic material. The cause of the particulate matter is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was particulate matter in a large volume infusor. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.